Event description:
Count discrepancy: while first closing count was being conducted, (surgical tech) and I realized we were missing an "l" shaped cautery tip that was used laparoscopically. Dr was notified and abdominal x-ray performed per policy. X-ray revealed the cautery tip located in lower right quadrant of the patient's abdomen. Dr verified the location, scrubbed back in to recover the cautery tip laparoscopically. The cautery tip was easily found and intact. It was removed through a port by dr. Counts were performed again for closure. First and final counts were correct. No harm was done to patient.departmental review indicated that the likely source of the issue was the tip not being screwed on properly.